Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an incompatible message. The allegation was reported to have occurred for transmitter ID (B)(4). Data was evaluated and the allegation was undetermined for transmitter ID (B)(4). The probable cause could not be determined. No injury or medical intervention was reported.